Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while tightening locking screw, the head broke off. Surgeon chose to leave the remaining part of screw implanted and proceed with the rest of the case. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 130790030/ lot 5297466 device history batch: null device history review: the DHR analysis of the returned product batch shows an initial conformance of this product regarding its specification. For this batch, there was no deviation or non-conformance. This batch was manufactured in august 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.